Event description:
Additional information received indicates that the patient's drg system was explanted on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-14025. It was reported that the patient¿s leads had migrated. As result the patient may undergo a surgical intervention on a later date.